Event description:
It was reported that during a photoselective vaporization procedure of the prostate, a glass tip was fractured. The fiber was exchanged and a glass tip was fractured on the second fiber. A fracture on the glass tip could potentially lead to fiber forward firing. The procedure was completed with a third fiber without patient complications.

Manufacturer narrative:
This is for the same event as manufacturer report 2124215-2022-04342. Investigation summary: with all the information available, boston scientific concludes that the reported fiber tip fracture was not confirmed though product analysis. No defects or anomalies were identified with the returned fiber. Although analysis also found devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device did not reveal any defect or anomaly with the returned fiber. Microscopic investigation did not reveal any fractures or detachments. The fiber was tested with hene (helium-neon) laser fixture and no breaks were noted along the length of the device. Aim beam was present at the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The glass cap exhibited severe devitrification at output window. The metal cap exhibited severe charred debris adhesion on the surface, indicative of prolonged tissue contact. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: product analysis confirmed the device performed within specifications, as no product deficiency was identified thought functional testing. Therefore, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
This is for the same event as manufacturer report 2124215-2022-04342.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, a glass tip was fractured. The fiber was exchanged and a glass tip was fractured on the second fiber. A fracture on the glass tip could potentially lead to fiber forward firing. The procedure was completed with a third fiber without patient complications.